Event description:
The damage to the left implant, detected during the follow-up ultrasound examination, was confirmed by MRI. The device was removed and replaced.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: material rupture and failure of implant: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been/will be requested. Reason for reoperation: "the damage to the left implant, detected during the follow-up usg examination, was confirmed by MRI."